Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (340 mcg, concentration unknown) via implanted infusion pump indicated for sequelae of stroke. It was reported that the patient had serous fluid accumulation in the pump pocket. The patient was transferred to the hospital after pump implantation and pump replacement. It had been reported that the patient had fluid that accumulated in the pump pocket prior to a refill and was examined in the past, but there was no infection. The fluid retention of about 30 cc's was removed on (B)(6) 2024 and a refill was performed. No particular hindrance to the patient. It was reported that the serous fluid after undergoing pump replacement surgery in 2022 was observed. The did not seem to be any cerebral spinal fluid leakage. A pump operability test was performed. The causal relationship with the drug was not related. The causal relationship to the catheter was unknown. The causal relationship to the pump, programmer, and procedure were none. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2024-jul-19. The patient was receiving gabalon at a dose rate of 340 mcg/day to 2024-jun-17. Th patient was receiving gabalon at a dose rate of 350 mcg/day from 2024-jun-18 and ongoing. The reason for the patient's transfer was due to the patient having moved, so they received a refill follow-up at a hospital that could perform refills. It was indicated as having heard that the serous fluid accumulation in the pump pocket started from pump replacement, but nothing was known about other events. Since it does not hinder the current treatment or the patient's daily life, treatment for this event had not been performed. Additional information was received from a foreign healthcare provider via a company representative on 2024-jul-25. The pump serial number and pump implant date were unknown. The reason for the previous pump replacement surgery in 2022 was normal replacement regarding the life of the device. Pump refills were performed after draining the fluid accumulation. The outcome of the event was improved. It was indicated that they did not provide treatment for this phenomenon because there was no problem with the current treatment and daily life of the patient.